Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product received for analysis was identified as product code sxpp1a400. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed near the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surface and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of predominantly microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the lot number of the device in which ""the fixation tab was broken"".unk. Please provide the lot number of the device in which "" the needle tip was broken"".unk. What was done to retrieve the broken piece? For example, another incision, second surgery? Unk. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-10031.

Event description:
It was reported that a patient underwent an unspecified orthopedic procedure on an unknown date and barbed suture was used. The needle tip was broken. The broken needle tip was collected. The broken needle fragment was found in the needle holder and did not fall into the body. There were no adverse consequences to the patient. No further information was provided.